Event description:
The event occurred on an unspecified date involving a 6" smallbore trifuse ext set w/3 microclave®, 0.2 micron filter, 3 clamps, rotating luer. The customer stated that on (B)(6)2024 at 12:36am risk rde reported that an infant with peripheral intravenous (IV) access with a trifuse infusing total parenteral nutrition (tpn), lipids and a medication line had a leak. The registered nurse (rn) noted that the tpn was leaking at the tpn filter on the trifuse as linen was saturated and the trifuse is sticky to touch. The event occurred during infusion. There was patient involved and unknown patient harm.

Manufacturer narrative:
The device has been discarded and is not available for evaluation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.